Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific prescription form has been received for a revision device due to "loosening of the tibial component of proximal tibial replacement".

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, proximal tibial replacement, tibial component was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets proximal tibial replacement, the date of insertion was unknown. The surgeon reported loosening of tibial component. The CT image provided shows massive radiolucency along the tibial stem, especially between the cement mantle and the bone. The tip of the stem has moved anteromedially, indicating the stem has loosened. There were some bone remodelling and resorption. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form has been received for a revision device due to "loosening of the tibial component of proximal tibial replacement".